Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: sample received consist in one cassette product from part number 21-7302-24. Sample was received in used conditions with its original packaging open, decontaminated inside in a plastic bag and without white cap. Visual inspection results: sample was received with pressure plate detached. Functional testing: sample was fully priming and connected without difficult, the pump was set running and ?no disposable pump won?t run? Alarm sound. Complaint is confirmed. Pump won?t run alarm: CAPA-000814 was open on 09/sep/2021 for no disposable alarm issue to identify the root cause. Currently the CAPA-000814 is in investigation results phase. Pressure plate detached: per ncr-000678 was open on 24/jun/2021 it was identified the following root causes: ? Signal variation on housing detection sensor. ? Operation software. ? During inspection process not welded cassette was not detected by operator. The cause of the reported problem was traced to the manufacturing process. Pressure plate detached: the following corrective action was implemented thru ncr-000678. Current ncr status is closed: ? Relocate part present sensor of station 3 of turntable to ensure the part detection. Complete on (B)(6) 2021.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "no disposable, pump won't run" alarm. No patient injury reported.